Manufacturer narrative:
The device was returned for evaluation and found the soft cannula in the deployed state when the device was received. The data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 55 pulses. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible, indicating a needle mechanism failure. No adverse patient impact was reported. The pod was not worn.